Event description:
It was reported the patient felt stimulation in the wrong part of the body. X-rays confirmed lead migration. In turn, the lead was explanted and replaced on (B)(6) 2022. Therapy was restored post-op.

Manufacturer narrative:
(B)(6). Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.